Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a common failure was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be that the configuration options needed to be reset. The configuration options were reset to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with a unspecified failure code. This condition was found upon power-up of the device in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. This device has an unknown user interface module software at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.